Event description:
A catheter was explanted on an unknown date and returned to the device manufacturer. A granuloma was suspected. Drug information was not provided, and the patient¿s outcome was requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter revealed a kink in the catheter body. A kink was seen proximal and distal to the anchor. During pressure testing in the lab, the kinked area would not occlude when the catheter was bent to a narrow radius, while the kinked area distal to the anchor would occlude when the catheter was bent to a narrow radius.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.